Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle incomplete retraction. The following information was provided by the initial reporter, translated from chinese to english: the needle cannot be fully recovered.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your reported issue that the needle could not be retracted was confirmed and the cause appeared to be manufacturing related. One needle from a 22g insyte autoguard device was received fully extended from the safety shield. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381823 and lot number 4044298 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.